Manufacturer narrative:
(B)(4)

Event description:
It was reported that "technical difficulties during the administration of an epidural. During the procedure, the wing clip attached to the needle broke, preventing the needle from being locked in place. Difficulties in stabilising the needle and managing the pressure applied to it when advancing into the epidural space. No consequences for the patient. The procedure took 15 minutes longer." Additional information received on april 10, 2026, indicated that "no medical intervention was required. The patient is fine and was discharged home."